Manufacturer narrative:
The company rep found error code 65 stored in the error log "safety vent failure" and replaced the safety vent ((B)(4)). The iabp was performance the safety tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a pt, when they turned on the iabp, the iabp displayed "sys failure." Another iabp was obtained and therapy was initiated. No pt injury was reported.